Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in italy, a transcatheter aortic valve replacement procedure was performed to implant a 23mm sapien 3 ultra by transfemoral approach. During the procedure, significant resistance while advancing the commander delivery system with crimped valve into the esheath+ was felt, especially in the distal portion, when valve was exiting the tip of the esheath+. Once the valve exited the esheath+, it was noted that the valve appeared deformed and that the tip of the stent seemed slightly bent. Therefore, the valve was removed with the esheath+ as a single unit. A new kit was used and the implantation was successfully completed without complications. The final result was excellent, and the patient did not experience any adverse consequences. Imagery of the devices were provided. As per review of the imagery, valve frame struts appear to be bent outwards at inflow side. Distorted and sideways bent struts at outflow side. The esheath distal tip appeared to be torn and separated.